Event description:
It was reported occlusion alarms occurred. No adverse impact to the customers blood glucose level. The customer declined further follow-up from tandem technical support, and additional information about the outcome of the event was unavailable.